Event description:
It was reported that during device change out for eri, the lead could not be removed from the header due to a stripped set screw therefore the lead had to be cut. The procedure was completed and a new device was implanted. The patient condition was stable and has not presented with any complications following the surgery.

Manufacturer narrative:
The reported event of lead stuck in the header could not be confirmed. Analysis could not be completed due to the ventricular portion of the header with the stuck lead was broken off the device in the field and not returned. The cause of the inability to remove the rv lead from the header problem is unknown. Without return of the header, a complete analysis could not be performed.